Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported unexplained no-delivery alerts. Troubleshooting was not performed. The customer reported about rejected batteries. Past event was resolved by set, reservoir, or complete set change. No further patient complications were reported. It was unknown whether the customer would continue the use of the insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
S/w ver. 4.11e. Retainer ring = black. Case type: ngp. Customer returned pump for an alleged no delivery alarm and failed battery test on (B)(6) 2023. Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement and self test. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts and were properly recorded in the daily history. No unexpected occlusions/ insulin flow blocked or failed battery test alarm noted during testing. Successfully downloaded history files and traces using thus software. However, no delivery alarm/insulin flow blocked alarm was recorded in the pump history on (B)(6) 2023 19:13:26.000 during bolus delivery. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and battery tube assembly noted. The following were noted during visual inspection: minor scratches on lcd window, scratched case, missing display window cover, cracked case (corner of belt clip rails) and cracked battery tube threads. On (B)(6) 2023 08:22:06.000 normal bolus delivered, normal bolus amount programmed = 3 bolus amount delivered = 3. On (B)(6) 2023 22:02:18.000 normal bolus delivered, normal bolus amount programmed = 4 bolus amount delivered = 4. In summary, the pump passed functional testing. Failed battery test not confirmed. Unable to verify customer alleged for no delivery alarm. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.